Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device fragment could not be conclusively determined.

Event description:
During a procedure a device fragmentation occurred. At the end of the case, as the sheath was being peeled, the sheath stretched instead of peeled and the material tore leaving approximately 4 inches of the device in the patient. A small dermatotomy was done to insert forceps to retrieve the remaining portion of the device. All pieces were removed from the patient.